Manufacturer narrative:
Insulin pump was received with minor scratched lcd window, broken reservoir tube lip, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked battery tube threads. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was unknown. The customer also stated that the small ring at top of case was broken into two pieces in reservoir compartment. The customer was advised to replace the insulin pump and revert to the back up plan and replacement insulin pump will be sent back to the customer. The customer will return insulin pump for analysis.